Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the carasouel was not spinning. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist spoke with the customer and confirmed that the carousel was functioning properly. The system functioned as intended after the technical support specialist investigated the issue.